Event description:
Health care professional reported that a tear was discovered in a leaflet during implantation of the valve. The valve was abandoned but has not been returned for analysis. Per operating nurse, there was no adverse effects to the pt.